Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Additionally, the customer experienced low blood glucose level of 50mg/dl, cause was unknown. Carbohydrates and glucose tablets were consumed to treat bg level. Reportedly, the customer continued to use the insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged low bg issue was verified in the pump logs, however, no failure was identified.